Event description:
During biomed testing, the device's defib output was set to 20 joules, however the device displayed 10 joules was discharged and the actual defib output was 18.5 joules. There was no patient involvement in the reported malfunction.